Manufacturer narrative:
Visual examination of photographs provided identified that the yoke had fractured and showed signs of being implanted. The tibial bearing appeared worn and discolored. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implanted 1997. Concomitant devices -kne-finn-bearings- unk catalog # n/I lot #: 092610, finn yoke std reinforced catalog #: 153865 lot #: 377520. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034 - 2021 - 02812.

Event description:
It was reported that a knee revision was performed approximately 24 years post operatively due to implant wear and fracture. Attempts have been made and no further information has been provided.